Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. System operates as intended.

Event description:
Customer reported the system is displaying a precharge error. No pt injury was reported.